Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument 's piece broke off outside of the patient. The broken piece was not available for return. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. Broken piece was missing as a result of breakage and not returned by the customer. This failure is most commonly caused by mishandling/ misuse, such as excess force applied to the distal end of the instrument.